Manufacturer narrative:
Received one (1) used list# unknown, extension set with filter; lot# unknown one (1) used list# unknown, micro clave; lot# unknown one (1) used list# unknown, 0.9% sodium chloride 10ml syringe; lot# 4254182. The microclave was observed to have cracks on the tip. The seal was also observed to have some coring. The reported complaint of a leak could be confirmed. The returned sample was found to have some coring on the seal of the microclave which could lead to a leak. The probable cause of the coring is from the use of an incompatible mating device. The direction for use (dfu) states: clave connectors are compatible with iso male luers having an internal diameter between 0.062" and 0.110". The microclave was also observed to have some cracking on the tip. The probable cause of the cracking is from environmental stress during use.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: no di provided due to unknown lot and list number.

Event description:
The event occurred on an unspecified date and involved a unspecified extension set with filter. The reporter stated that the device had leaking at a microclave. There was unknown patient involvement and unknown adverse event.